Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v autofeed humidification chamber, provided as a part of an rt266 infant dual-heated evaqua2 breathing circuit, was found leaking water. Upon inspection, it was discovered that the chamber dome was cracked. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber provided with rt266 infant dual heated evaqua2 breathing circuit was provided to fisher & paykel (f&p) healthcare in new zealand, where it was visually inspected and analysed. Results: visual inspection and analysis of the returned mr290v vented autofeed chamber confirmed the presence of cracks on the dome. Conclusion: the reported water leakage was confirmed to be due to cracks on the chamber's dome. The rt266 infant dual heated evaqua2 breathing circuit kits are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuits state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - do not soak, wash, or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v autofeed humidification chamber, provided as a part of an rt266 infant dual-heated evaqua2 breathing circuit , was found leaking water. Upon inspection, it was discovered that the chamber dome was cracked. There was no patient harm reported.